Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported that a patient underwent a sling procedure to treat recurrent stress urinary incontinence in (B)(6) 2010. The patient experienced recurrent stress urinary incontinence and pelvic pain. The patient underwent an excision of the mesh in (B)(6) 2013. Additional information has been requested.